Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's active exhalation control module board would need to be replaced to address this issue.